Manufacturer narrative:
Treating the sample with heterophilic blocking tubes yielded lower results than the untreated sample, suggesting the presence of a heterophilic antibody in the pt sample. The device labeling lists a limitation of the procedure as "heterophilic antibodies in the serum or plasma of certain individuals are known to cause interference with immunoassays". The root cause of the falsely elevated result is the presence of heterophilic antibodies in the pt sample.

Event description:
The customer obtained unexpected, falsely elevated results on a single pt sample using vitros cea reagent on a vitros eci. A competitive system produced expected results. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported and questioned by the physician, however, there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).